Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2013; 4194 implantable pacing lead - (B)(6) 2013; 305u29 implantable tissue valve - (B)(6) 2013; 680r34 implantable heart ring - (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient's nephew that the patient alert had triggered shortly after implant, and the physician indicated that the patient had received a shock. The patient also indicated recently hearing a tone for several days. Currently it is not possible to determine whether the shock was appropriate or inappropriate. Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's nephew that the patient alert had triggered shortly after implant, and the physician indicated that the patient had received a shock. The patient also indicated recently hearing a tone for several days. It was further reported that follow up with the clinic indicated that the patient has never received any shocks, and that the alert that triggered shortly after implant was due to the implant staff failing to clear implant information from the device following implant. The device was later reprogrammed to clear the alert. The clinician felt that the second alert that the patient heard was actually due to the patient's smoke alarm, and not from the device. The device remains in use. No further patient complications have been reported as a result of this event.